Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was powering up to an error code. Incoming test on automated system with several self tests failed. The main board was noted to be defective and was replaced with new associated liquid crystal display. A knob was noted to be loose but still functional and was replaced. The epg then passed all tests with no visual/electrical anomalies and conformed to specifications. Further analysis of the epg was performed. The main board was assembled into a golden unit. Upon functional testing ran on tester it failed test requiring replacement of a capacitor and failed output amplitude test requiring replacement of a transistor. Upon replacement of these components it passed all tests. Upon benchtop analysis it powered on with good batteries and powered on with ¾ battery power, upon powering off and on again it presented a error and was unable to turn on until the batteries were removed and reinstalled. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was powering up to an error code. Troubleshooting steps were taken including restarting the epg but the issue remained. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis there was no patient involvement.